Event description:
Internal report#: (B)(4). Event took place in (B)(6) and has been initially reported to (B)(4) health authority by user without notifying MFR. Initial situation; description of the customer: "the epidural catheter was used according to the manufacturers requirements. After recovery of catheter and needle noticed that the catheter was incomplete; the distal 6 cm were missing; stylet was intact".

Manufacturer narrative:
.